Event description:
Something after acl repair, patient complained of discomfort. Patient underwent second surgery to remove a bio-interence screw. Hospital reports that implant was broken and causing irritation.

Event description:
Patient underwent initial surgery for acl repair in 2004. In 2005, patient began experiencing pain and complained of discomfort. Six months post operatively, in 2005, patient underwent a revision surgery to remove a fractured bio-interference screw. Hospital reported the implant was causing irritation. Also reference the user facility medwatch reveived with the product and attached to this report. This device is used for treatment.